Manufacturer narrative:
Work order search found no similar complaints. Off-label - pre-existing ambliopia. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -6.5/2.5/11 (sphere/cylinder/axis), was implanted into the right eye (od) of a patient with pre-existing ambliopia on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to excessive vault and the problem was resolved. It was then exchanged for a shorter length lens. The reporter noted that secondary intervention was not necessary.